Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. However it was reported that, during a follow up CT performed approximately 1 year and 4 months post index procedure, a type ib endo leak was observed in the right iliac limb. Intervention was performed where an endurant limb along with another manufacturers' device were implanted and the endoleak was confirmed as resolved. As per the physician the cause of the event was due to disease progression of the right iliac. No additional clinical sequalae were reported and the patient is fine.